Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap extended life pd transfer set. The event was further described as ¿the blue threaded tip unscrewed¿. This occurred after treatment of peritoneal dialysis therapy, when the patient was disconnecting. The patient used alcavis to clean the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body of the twist clamp. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified during visual insection. The cause of the condition was related to inadequate solvent application during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.